Manufacturer narrative:
(B)(4). Pending device evaluation. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported that the device will not pass self diagnostic check